Event description:
On (B)(6) 2015 - the end user reported that she used the device 4 days in a row and the third day it took a chunk of skin off. She did not seek medical attention.

Manufacturer narrative:
On 07/02/2015 customer has not sent product back to look at the lot number on the box and conduct testing on the device.